Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a damaged wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and there was no damage. An internal visual inspection was performed and failed, due to the finding of a detached needle. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024 no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.